Manufacturer narrative:
During the eval of the device at the MFR's service ctr, a "service required" code was found in the ventilator's downloaded error log. The device's sensor board was replaced to address the issues. The device failed steps during testing. The device's active exhalation control module was replaced to address the issues.

Event description:
The MFR received info alleging a "service required" alarm condition occurred. The device was not in pt use.